Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement.

Manufacturer narrative:
Corrected fields: postal code (postal codes for countries outside the united states are not submitted to the FDA. However, it was inadvertently included in the initial emdr submission), e3. Updated fields: b4, g3, g6, h2, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and suspected a problem, with the power management board. The power management board was replaced as well as the software was updated to d.01 and the system was checked and was working in normal condition. Safety and functional specifications were not performed.

Event description:
Na.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - e1(event site telephone).